Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for test strip not absorbing sample accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 5/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Test strip not absorbing. Customer stated that she feels dizzy at this time. Error did not appear again. Test strip is now absorbing blood. Result of 89 mg/dl non-fasting. Complaint resolved at during the customer call.